Event description:
Additional information received reported the patient had a loss of therapeutic effect. It was reported the patient started experiencing pain again on sunday. It was noted the patient increased stimulation to 3.10 but that was as high as she could tolerate. It was noted the system was not giving her pain relief. It was noted the patient was taking medication as instructed, but that was not helping either. It was reported the patient still had stimulation in her legs and back as it was before. It was noted there was only one program available for the patient to use. It was reported when the patient was sitting the stimulation was not as intense and she was able to get some relief. It was noted there was no known accidents/incidents related to the complaint.

Event description:
It was further reported that the patient was not getting the relief she was supposed to be getting. The patient¿s husband stated the patient has had too many problems, and they were going in to see the managing physician the day of the report. It would work for a couple of days when it was re-done, but after 3-4 days, she was right back to the same situation. The patient¿s husband did not think the stimulator was working right. In addition, the patient¿s husband thought that the company should be requesting a cat scan or ¿micro whatever¿ to see if that wire had come loose in the back. They were informed that only a physician can order a cat scan or other imaging. They were redirected back to their physician.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. It was noted the patient had back pain. It was reported the stimulation was up as high as the patient could handle and there was no pain relief. It was noted the patient had been on 75 mg of morphine and 30 mg of oxycodone, but was down to 60 mg of morphine. It was reported the patient moved their legs together and then felt stimulation at the pain site. It was noted stimulation was then increased and the patient was getting pain relief. It was further noted the patient had an appointment scheduled for (B)(6) 2014 with their healthcare provider.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that they wanted a manufacturing representative (rep) to call the patient because there was a problem with the stimulator and they kept having problems with the stimulator and they did not know what was going on with it. It was noted that the patient was having lower back pain for a couple weeks. The patient saw a doctor the other day and the healthcare provider (hcp) did not recommend anything. The patient had been having problems since implant and therapy had not worked right. It was unknown if the patient had used the patient programmer (pp) to adjust stimulation or check therapy. When the patient tried to turn stimulation up more, the stimulation went to the leg, rather than the back. It was noted that there was ¿a lot of (B)(6) going on¿ that the patient was not telling. The patient¿s husband was going to have the patient call the hcp and rep. It was later reported that a rep contacted the patient, but she wanted to wait until her scheduled appointment on (B)(6) for a reprogramming session. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that there was 50% pain relief. The cause of the event was not determined and no additional troubleshooting or intervention was taken. Reprogramming was needed and the patient was doing fine. She only needed to be reprogrammed in order to get low back coverage.